Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4) description: linear st lead, 50cm the explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patients ipg site was not closing and a small hole had developed. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patients leads also migrated.

Event description:
A report was received that the patients ipg site was not closing and a small hole had developed. The patient underwent an explant procedure. No device malfunction was suspected.